Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the device did not fire. The surgeon was able to press the green button but could not squeeze the handle. The doctor changed the products and continued the operation. There was no patient injury.